Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the instrument timing disrupted. The handle was actuated and the remaining 24 tacks deployed but did not seat properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic ventral hernia repair procedure. The tacking device was being applied to the abdominal wall, peritoneum. The device, after firing and deploying several tacks in a normal fashion, began to jam and could not fire tacks properly. In order to resolve the issue and complete the case, opened another tacking device. There was no patient harm. The patient outcome is alive, no injury.